Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. After restarting the system the issue resolved.

Event description:
A medtronic representative reported that when starting up the system, an error appeared stating "error initializing collimator". Restarting the issue resolved the issue. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.